Event description:
It was reported that on (B)(6) 2004: the patient presented with a preoperative diagnosis of idiopathic scoliosis status post posterior fusion and rod removal with pseudoarthrosis. The patient underwent the following procedures: anterior discectomy t6 to t11; anterior spinal fusion from t6-t11; autogenous rib grafting; osteotomy at level of t6-7, t7-8, t8-9; rib head resection of the 7th, 8th, and 9th ribs; use of rhbmp-2/acs as well as demineralized bony matrix. Per the op notes, they used some of the leftover autogenous rib and augmented this with demineralized bony matrix and also rhbmp-2/acs and applied it in the posterior elements, especially at the area of pseudoarthrosis. This was also applied some in the outer areas where the fusion mass was thin. The patient received perioperative antibiotics and somatosensory evoked potential monitoring. No patient complications were noted. (B)(6) 2004: the patient was discharged home with no complications. (B)(6) 2007: the patient presented for MRI of the cervical spine. Impression: there appears to be mild central disk protrusion at c5-6 with borderline-mild cervical spinal stenosis; remaining cervical spinal levels are normal. (B)(6) 2009: the patient presented for x-rays for the cervical spine due to neck pain, weakness, and left upper arm pain. Impression: essentially negative cervical spine. (B)(6) 2009: the patient underwent MRI of the cervical spine. Impression: no significant focal protruding disk or stenosis is noted at any level. (B)(6) 2011: the patient presented for x-rays of the spine. Impression: harrington fusion rods fusing s-shaped scoliosis. (B)(6) 2012: the patient presented for cervical, thoracicand lumbar myelogram with post-myelogram CT. Impression: 66 degrees of thoracic dextroscoliosis with a 27 degrees of levo-convex scoliosis in the lumbar spine. Solid posterior fusion from t5 through l3 with hardware. There is also some mineralization in the disc spaces from t6-7 through t10-t11 with some partial fusion across the periphery of the disc space . No evidence of hardware fracture or adjacent lucency. Minimal spondylosis of the cervical, thoracic, and lumbar spine. There is no canal stenosis through there is foraminal narrowing at the concave aspect of the thoracic curve at t8-9 and t9-10, otherwise, no significant foraminal narrowing. (B)(6) 2012: the patient presented with mid thoracic back pain with no significant radicular symptoms. (B)(6) 2012: the patient presented with weakness and numbness in legs and arms, chest pain, and fatigue. Assessment: scoliosis; fibromyalgia. (B)(6) 2012: the patient presented with fibromyalgia, scoliosis, and some mild arthritis. (B)(6) 2012: the patient presented for a three phase bone scan. Impression: normal three phase bone scan of the hands and wrists with essentially normal whole-body imaging. Patient does demonstrate moderate thoracolumbar scoliosis. (B)(6) 2013: the patient presented with chronic fatigue and chronic back pain. The patient has numbness in hands, arms, legs, and feet, as well as weakness in arms or legs. Diagnoses: adult scoliosis status post posterior spinal instrumented arthrodesis; history of chronic fatigue; fibromyalgia; chronic back pain. (B)(6) 2013: the patient presented with shoulder and back pain and possible fibromyalgia. (B)(6) 2013: the patient presented with neck and right arm pain. Diagnoses: fibromyalgia; neck and right upper extremity pain; sleep difficulties. (B)(6) 2013: the patient presented for x-rays of the shoulder. Impression: negative right shoulder radiograph. (B)(6) 2013: the patient presented with cervical pain and right shoulder blade pain that radiates into the upper arms, elbow and forearm. The patient also describes tingling in digits 1-3 on the right. The patient has decreased range of motion of the right shoulder and weakness in the right upper extremities. The patient underwent emg and ncv. Impression: normal study. There is no electrophysiologic evidence to suggest a cervical radiculopathy c5-t1, plexopathy, or isolated mononeuropathy involving the right upper extremity at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4) 2012: she also complained of numbness and tingling in her hands and feet, a pin pricking sensation and numbness in her hands and her legs as well.